Event description:
The end user's daughter called stating that her mother's concentrator alarmed like a fire alarm sound. Both tanks in the unit were empty. Her mother was taken by ambulance to the hospital and admitted. The daughter found aprias' sticker on unit. Her mother was ok once she got oxygen at the hospital.

Event description:
The end user's daughter called stating that her mother's concentrator alarmed like a fire alarm sound. Both tanks in the unit were empty. Her mother was taken by ambulance to the hospital and admitted. The daughter found aprias' sticker on unit. Her mother was ok once she got oxygen at the hospital.

Manufacturer narrative:
This record was filed under registration number (B)(4) by mistake; the correct registration number should be (B)(4) as the manufacture of this device is invacare (B)(4).